Event description:
On (B)(6) 2021, a device evaluation was completed by quality engineering. On (B)(6) 2021, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. On (B)(6) 2021, the device was placed with the patient. The device was lost in transit and did not arrive at the kci service center; therefore, is not available for evaluation in kci quality engineering.

Manufacturer narrative:
MDR-3009897021-2021-00056_122302-iss submitted on (B)(6) 2021 noted the following: d4 serial # (B)(6). D4 unique identifier (UDI) #: (B)(4). H4 device manufacture date # 29-jan-2018. D9 device available for evaluation?: yes, returned to manufacturer: 22-mar-2021. Correction: d4 serial # (B)(6). D4 unique identifier (UDI) #: (B)(4). H4 device manufacture date # 22-sep-2020. D9 device available for evaluation?: no. Based on the corrected and additional information provided regarding the device, kci's assessment remains the same. It cannot be determined that the alleged sepsis and hospitalization was related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. The device passed quality control checks before patient placement and is not available for evaluation in kci quality engineering.

Manufacturer narrative:
Additional information for v.a.c.¿ simplace" dressing lot 8522892v007. Expiration date: 31-aug-2023. Unique identifier (UDI) #: (B)(4). Based on information provided, it cannot be determined that the alleged sepsis and hospitalization was related to the activ.a.c." Ion progress" remote therapy monitoring system. Device labeling, available in print and online, states: infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals and instillation therapy parameters (for the v.a.c. Instill¿ therapy system). Refer to dressing application instructions (found in v.a.c.¿ dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.¿ therapy should be discontinued. Precautions: the v.a.c.¿ therapy system will not be effective in addressing complications associated with the following: ischemia to the incision or incision area, untreated or inadequately treated infection, inadequate hemostasis of the incision and cellulitis of the incision area.

Event description:
On (B)(6) 2021, the following information was reported to kci by the patient's house manager: he stated that v.a.c.¿ therapy was suspended because the patient was admitted into the hospital with possible sepsis. On (B)(6) 2021, the following information was reported to kci by the physician: he has not seen the patient for sometime and he cannot say for sure if the sepsis was caused by v.a.c.¿ therapy. On 22-mar-2021, a device history record review for v.a.c.¿ simplace" dressing lot number 8522892v007 was completed. All end release testing of the product and packaging met specifications. A device evaluation of the activ.a.c." Ion progress" remote therapy monitoring system is currently pending completion.